Manufacturer narrative:
No further information is available. If additional information becomes available, this event will be updated and resubmitted.

Manufacturer narrative:
The lead was explanted and a single chamber device was used. At a follow-up one day post-implant, the patient was stable. The lead is not expected to be returned for analysis. No further information is available. If additional information becomes available, this event will be updated and resubmitted.

Event description:
Boston scientific crm received information that, during an implant procedure, the patient complained of feeling pain. Fluoroscopy revealed this lead had perforated the coronary vessel. The patient's blood pressure decreased and the patient was hospitalized. The procedure was aborted. No further adverse patient effects were reported.